Event description:
(B)(4) dr scholl's custom fit orthotics cf440. Dr. Scholl's custom fit orthotics should not be allowed on the market, and must be removed from the market immediately! People should not be allowed to purchase the orthotics without understanding the possible ramifications. I purchased the product between 6 and 8 weeks ago - approx (B)(6) 2010. For the first week, I noticed increased soreness in my hips. There was increased leg and hip pain over the next couple of weeks. This was followed by gradual increase of pain in my right arm. About (B)(6), I decided to remove the orthotics about (B)(6) 2010. Within a couple of days the sourness in my hips went away but the pain in my right arm did not. I went to my dr on (B)(6) 2010. I discussed my use of the orthotics. As a result of my previously diagnosed arthritis in my back and my age - (B)(6) - the wearing of the orthotics may have changed my spine alignment, resulting in damage and or aggravation to my discs. On (B)(6) 2010, I had an MRI performed. The results showed the moderate to severe arthritis and a ruptured disc c4/c5. I will be having steroid injections to relieve the pain on (B)(6) 2011. I have an office type profession with no lifting over weight of my briefcase. Because of the arthritis, my dr a few years ago recommended I do not do heavy lifting or weight training. My exercising did consist of walking and aerobics. Unfortunately, there is little or no warning to consult a physician prior to purchasing the product. Please remove the self diagnosed orthotic selection from the market! Frequency: daily. Route: other. Dates of use: (B)(6) 2010. Diagnosis or reason for use: help relieve leg pain.